Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could not adjust stimulation. Additionally, there was a display showing "call your doctor". A power on reset (por) condition occurred. Additional information has been requested, but was not available as of the date of this report.